Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Clinical specialist reported the up and down buttons is not working on the patient's infusion device. Clinical specialist stated the concern is intermittent. Clinical specialist reported the concern has been ongoing for several months. On follow up call on (B)(6)2014 patient reported the up and down buttons have not worked properly for 3 or 4 months. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device.